Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while spiking a medication bag, the "tip" of a clearlink secondary medication set "snapped off". The event was identified prior to administration. There was no patient involvement. No additional information is available.